Manufacturer narrative:
As the reported device has not been returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the tip of the applicator tip bend cannot be confirmed as no sample was returned. Without receiving the device for evaluation, we are unable to definitely determine a root cause. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. A review of the device history records, obtained via shr, was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4). Device not available for return.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a microwave procedure of the liver. During preparation for the procedure, when opening the sterile packaging, it was noted the tip of the applicator probe was bent, but remained fully attached to the applicator shaft. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.